Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge displayed a 100% charge for approximately 6 days, despite being in use. The customer's blood glucose was 209 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.